Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a shaft fracture, withdrawal resistance and pt complications occurred. A 3.5x20mm non-bsc stent was deployed in the diagonal without difficulty. Kissing technique was performed. Two non-bsc guides were placed in the side branch. The physician advanced the 2.0x15mm maverick2 balloon and a 3x15mm non-bsc balloon which became stuck in the guide catheter. The physician removed the non-bsc balloon. When the physician attempted to remove the maverick balloon, it 'rubbed' in the guiding catheter and became blocked. The physician was able to remove the balloon by pulling. Upon removal the physician noted the hypotube was broken and the distal tip of the balloon remained in the guide catheter. The maverick2 balloon was not inflated. The physician removed the guide catheter to finish the procedure. The pt experienced a 'light spasm' during the withdrawal of the maverick2 balloon and the 5fr guide catheter. Pt status reported as "fine".